Manufacturer narrative:
H.6. Investigation: 300 sealed packaged integra syringes were received in three original sealed bd shelf cartons, all confirmed to be from batch #8309642 (p/n 305271). The samples were visually evaluated and manually attempted to be activated to test for any retraction failures. All 300 syringes activated needle retractions as designed without any issues. No defects were observed in the returned samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use the safety mechanism is not retracting leaving needle exposed with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported the safety mechanism is not making the needle retract thus leaving the needle exposed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the safety mechanism is not retracting leaving needle exposed with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported the safety mechanism is not making the needle retract thus leaving the needle exposed.